Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 3fr s/l groshong catheter. The first photograph depicted a portion of the connector and proximal region of the catheter shaft. The catheter was assembled with the connector and usage residues were evident on the sample. A red circle had been overlaid on the photograph at the distal end of the connector. A split was visible in the catheter tubing within the encircled region. The second photograph depicted the entire device. A needleless injection cap was attached to the luer. While catheter damage was visible in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile damage. Evaluation findings are in section h.11.

Event description:
It was reported that this catheter affected was placed in this patient in early august. Less than one month later, sand holes appeared at the connection part of the tail end of the catheter, leading to liquid leaks.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this catheter affected was placed in this patient in early august. Less than one month later, sand holes appeared at the connection part of the tail end of the catheter, leading to liquid leaks.